Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgeon mistakenly used articuleze metal head with delta ceramic liner.